Event description:
As reported by the edwards field clinical specialist, during a transcatheter pulmonic valve replacement procedure (tpvr), the 26mm sapien valve was implanted within the stenotic area of a homograft stent, resulting in a significant gradient across the valve of approximately 30mmhg. Post dilation was performed with a high pressure atlas 22x4 balloon, which reduced the gradient to 16-20mmhg. However, on angiogram significant regurgitation was noted. Post procedure echo revealed severe pulmonic regurgitation and a gradient of 40mmhg. Therefore, two days later a second tpvr was performed. During the procedure echocardiography showed at least two leaflets of the sapien valve to be moving but were not competent and the medical team could not account for all the three leaflets. Some filaments at the proximal stent dangling in the right ventricle were also noted and a 39xxl andra stent was placed and dilated with an atlas 24x4 balloon to get rid of the waste. A second 26mm sapien valve was then successfully implanted, with a gradient of approximately 10mmhg. The patient was noted to be hemodynamically stable post procedure. The original size of the conduit was 29mm but the stenotic part of the conduit was approximately 22-23mm. Following the event, the medical team reported that due to the stenotic part of the conduit being severely calcified with a diameter of approximately 22-23mm, during deployment the 26mm sapien valve may have been under inflated and unable to reach the recommended size, which may account for the significantly high gradient. The medical team also stated that the high pressure atlas balloon may have damaged the sapien valve during post dilation, leading to the severe regurgitation.

Manufacturer narrative:
Cine and echo images were submitted to the edwards medical director for review. Observations: · cine demonstrates a significant waist in the mid portion of the 1st andra stent. Subsequent sapien valve was positioned 50:50 to the narrow waist of the stent; however, during deployment the valve appeared to move relative to its balloon. Consequently, the valve deployed somewhat eccentrically on the balloon leading to possible under deployment. The mechanism of the valve movement may be related to asymmetric inflation of the deployment balloon, with its distal aspect inflating first. The end result was a failure to resolve the narrow waist of the andra stent. This may explain the significant gradient across the sapien valve. This was confirmed by measurement of the deployed 26mm sapien valve diameter at 22mm. · cine of the post dilatation of the sapien, and placement of the 2nd stent/ sapien xt valve are not available for review. · ice reviewed without additional insight into the mechanism of the significant sapien gradient. Impressions: placement of the pulmonary artery stent with significant neck. Subsequent placement of the sapien valve, which was complicated by movement of the valve relative to its balloon. This led to failure of complete deployment of the 26mm sapien, with resultant 22mm deployment and considerable residual valve gradient. Cine of subsequent post dilatation, stent placement and valve in valve were not available for review. Per the instructions for use, valve regurgitation is a potential adverse event associated with the transcatheter pulmonic valve replacement (tavr) procedure. The edwards training manual instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien valve. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, the cause of the high gradient cannot be confirmed. However, per the implanting physician, due to the stenotic part of the conduit being severely calcified with a diameter of approximately22-23mm, the sapien valve may have been under inflated and unable to reach the recommended size, accounting for the high gradient. This was corroborated by imaging review, which noted that valve deployment was complicated by movement of the valve relative to the balloon, which led to the sapien valve being expanded to only 22mm upon deployment and residual gradient. The implanting physician stated that the high pressure atlas balloon used for post dilation may have damaged the sapien valve, leading to the severe regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.